Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device revealed that the device returned with the original box in good condition and there were numerous kinks throughout the shaft of the device. Additionally, the shaft was flattened from 22.2cm to 23.9cm from collar including tip. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device was jammed. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 6f guidezilla ii was selected for use. During the procedure, the device was tried to be removed but resistance was felt. It was tried to forcefully remove the device, but it was thought that it almost cut. There were no complications reported.

Event description:
It was reported that the device was jammed. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 6f guidezilla ii was selected for use. During the procedure, the device was tried to be removed but resistance was felt. It was tried to forcefully remove the device, but it was thought that it almost cut. There were no complications reported.